Manufacturer narrative:
The reported events of insulation damage and intermittent capture were not confirmed. Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-15082. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold with intermittent capture. Lead damage was suspected. The lead was removed and replaced. When the new lead was placed, the lead perforated the tissue. The patient experienced a blood pressure drop and cardiac tamponade. The tamponade was tapped and resolved. The patient was recovering post procedure.